Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a routine supply change, the customer did not observe drops of insulin exiting while priming the tubing. Reportedly, the customer loaded a new cartridge and attached the original tubing and saw drops of insulin while priming. There was no reported impact to the customer's blood glucose level.